Event description:
Nellcor puritan bennett received a call from user facility representative on 09/08/1999, who called to report the following problem: low pressure led lights with intermittent no audible alarm.